Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the output was slightly low, thus confirming the reported event. An energy calibration was performed and after debugging the console worked normal. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, was found that the energy of the console was low and needed to detect the energy. The procedure was completed with the original console without patient complications. There was no case server mode or error codes displayed related to the low energy.

Event description:
It was reported that during a procedure, was found that the energy of the console was low and needed to detect the energy. The procedure was completed with the original console without patient complications. There was no case server mode or error codes displayed related to the low energy.